Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿multiple lots in oven concurrently¿ with a potential root cause of ¿operator error¿. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "for urological use only. Urinary catheters are intended for use for bladder management including urine drainage, collection and measurement. The devices are passed to the urinary bladder via the urethra. This is a single use device. Do not reuse. Reuse of a single use device increases the risk of catheter acquired urinary tract infections. Please contact your physician to determine which product options are best for you, paying close attention to product warnings/precautions and adverse reactions. " the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the magic 3 catheter was bigger than usual.